Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Additional information is not available, including information for sections.

Event description:
It was reported the syringe and tubing disconnected from the secondary port.